Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that surgical intervention took place where the patient's ipg was explanted and replaced. It is unknown the reason for replacement.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received stating the patient lost therapy 3 months ago.

Manufacturer narrative:
Date of event estimated. Correction - section h6 - code correction correction - section b5 - the device is functioning as intended. There's no allegation against this ipg the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating this device was not explanted as originally reported. The device is functioning as intended. There's no allegation against this ipg